Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a thermocool smarttouch sf catheter and during the operation, there was no temperature displayed on the carto or generator. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed a hole on the pebax section; however no foreign material was observed inside it. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and functional test of the returned device were performed following j&j medtech procedures. Visual inspection revealed a hole on the pebax section; however no foreign material was observed inside it. Then, a microscopic inspection was performed on the pebax section, and it was found that the green wire and the thermocouple were broken. The device was connected to the generator, and no temperature was displayed on the generator screen. Also, the device was connected to the carto 3 system, and it was recognized and visualized correctly; however, error 106 was observed. The issue with temperature that was observed during the test could be related to the thermocouple broken at the pebax section. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. The force issue observed during the test is not related to the customer complaint. The root cause of the error 106 could be related to the broken wire at the pebax section observed during the microscopic inspection. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following information: if the radiofrequency (rf) generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. For the pebax damage, the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).